Event description:
A report was received that the patient underwent an explant procedure due to the need of a back surgery. It was unknown if the surgery was device related or not. No further information could be obtained.